Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED will not power on giving a battery replace now warning. The customer stated that the asi status is flashing red and the battery pack and pads are not expired. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.